Event description:
It was reported that the device's downstream occlusion seal had been pulled up from device. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, dso seal lifted up, uso seal worn, lens scratched, and sprint contact corroded. The complaint was verified by visual inspection. The cause is the dso seal. Replaced dso seal, uso seal, lens, spring contact, pogo pin, keypad, overlay and rear label. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.